Event description:
Customer's husband called reporting his wife is trying to push insulin through the tubing and the device alarms no delivery. Customer's blood glucose is 178 mg/dl. The connection was verified. Insulin did not exit when manually pushed. The issue was resolved with a reservoir change. Customer is returning the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.